Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced intermittent audio output. Patient claimed that the alert did not sound when she experienced a high.patient claimed that on 03/20/2014 she took humolog to treat her high.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log did not confirm the complaint of intermittent audio output. CAPA has been initiated for this issue.